Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Catalog number - requested but unknown. Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to catalog and lot number being unknown. Phone number - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the md described the use of a 6fr destination 45cm where excessive force was used to insert and remove a stent through heavily scarred groin tissue. Upon removal, excess force was used which resulted in separation of the device, with subsequent surgical cut down to remove. Blood loss estimated as minimal per md. Patient was left in the cath lab in stable condition. Additional information was received on 17aug2020: the device broke apart at approximately 20cm length. The initial procedure and the surgical cut down to remove the device were completed successfully.